Event description:
N/a.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the chief of perfusion states that their hospital does not use fiberoptic balloon catheters, but is seeing the "module failure" message on the pump. The chief of perfusion states it was seen before on this pump prior to this patient. There are no adverse patient outcomes and the pump is working well currently. The message is constant. The fse advised the chief of perfusion to have this pump looked at for service. The chief of perfusion reports that they have someone in house who services their equipment and that person will be contacted. No return calls or emails received. The fse reported that that the local service rep said iabp can be used with alarm. If additional information is received, we will reopen and update the complaint.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Not returned to manufacturer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a fiber-optic sensor module failure message. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.